Event description:
The doctor encountered considerable resistance during insertion. The pt had peripheral vascular disease. After intra aortic balloon pump for eight hours, the "leak" alarm sounded from the pump and the intra aortic balloon leaked. During intra aortic balloon pump check "intra aortic balloon cath" alarm sounded from the pump. There was occasional loss of arterial pressure. Event complications: none from the event - reported 5/29/98. Pt's current status: unk - reported 5/29/98.

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penentration located within an abrasion mark is typical of that produced by calcified plaque during iabp.